Event description:
It was reported that the insulin pump alarmed no delivery, then motor error during a bolus attempt. The blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime. Explained that the device was not reliable at this point with the motor error alarm and advised that the customer should monitor the insulin pump very closely. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.